Manufacturer narrative:
Initial.

Event description:
It was reported that the continuous glucose sensing function issued a rapid drop followed by low glucose alerts and then a sensor failed alert after readings decreased from 118 to 39, after which the user awoke and later obtained a glucometer value of 137; the reported event was managed through troubleshooting and education. Symptoms included hypoglycemia. Outcomes included no reported injury and self-treatment with oral carbohydrates. Investigation included review of device performance and user-reported data. Investigation of this case revealed an unclear cause for the hypoglycemia and subsequent sensor failure, with no confirmed device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.